Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after delivery and deployment of a 10mm x 40m smart control iliac self-expanding stent (ses), the stent was shortened by approximately 70%. The stent still covered the lesion; therefore, post dilation with a non-cordis 8mm x 40mm balloon catheter was performed, and the procedure was completed. There were no reported injuries to the patient. This was during a procedure to treat a common iliac artery (cia). At the target site, vessel characteristics included moderate calcification, moderate tortuosity, 90% stenosis, a moderate acute angle, and an obtuse bifurcation angle. A contralateral crossover approach was used with a non-cordis sheath. The same non-cordis 8mm x 40mm balloon catheter used for post-dilation was initially used to dilate the lesion to 8mm prior to delivery of the smart control ses delivery system. The device was stored and prepped per the instructions for use (IFU). The smart control locking pin was in place during advancement toward the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to deployment. The handle of the smart control sds was held flat and straight outside the patient as instructed, and a fixed handle position was maintained during deployment. No unusual force was applied, the tantalum markers opened symmetrically, and the stent was not explanted after deployment. The device was not returned for analysis. A product history record (phr) review of lot 18445345 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent incorrect length too short¿ could not be verified because the device was not returned for evaluation and no procedural imaging was available for independent review. Therefore, a definitive root cause cannot be established. Based on the procedural details and documented vessel morphology, the reported shortening is most consistent with lesion- and anatomy-driven axial foreshortening associated with complex common iliac artery anatomy and constrained expansion. Contributing factors may include severe (90%) stenosis, moderate calcification, vessel tortuosity, and angular geometry at the target site, all of which can influence the expansion dynamics of a self-expanding nitinol stent and result in apparent or actual axial shortening during deployment. The stent reportedly covered the lesion, tantalum markers opened symmetrically, no excessive force or deployment difficulty was noted, and no adverse clinical sequelae occurred. These observations do not suggest an acute delivery system malfunction or asymmetric expansion. In the absence of device return or imaging confirmation, a direct causal relationship between the device and the reported event cannot be established. Based on the available information, vessel characteristics and procedural factors are the most probable contributors to the observed stent shortening. According to the instructions for use, which is not intended to mitigate risk, ¿select stent size: measure the length of the target lesion to determine the length of stent(s) required. Measure the diameter of the reference vessel (proximal and distal to the lesion). It is necessary to select a stent that has an unconstrained diameter at least 1 mm larger than the largest reference vessel diameter to achieve secure placement according to the stent size selection table. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand [figure 4]. G. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Note: when more that one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap. Contraindications: generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after delivery and deployment of a 10mm x 40m smart control iliac self-expanding stent (ses), the stent was shortened by approximately 70%. The stent still covered the lesion; therefore, post dilation with an unknown balloon catheter was performed and the procedure was completed. There were no reported injuries to the patient. This was during a procedure to treat a common iliac artery (cia). A contralateral crossover approach was used with a non-cordis sheath. The same unknown balloon catheter used for post-dilation was initially used to dilate the lesion to 8mm prior to delivery of the smart control ses delivery system. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after delivery and deployment of a 10mm x 40m smart control iliac self-expanding stent (ses), the stent was shortened by approximately 70%. The stent still covered the lesion; therefore, post dilation with a non-cordis 8mm x 40mm balloon catheter was performed, and the procedure was completed. There were no reported injuries to the patient. This was during a procedure to treat a common iliac artery (cia). At the target site, vessel characteristics included moderate calcification, moderate tortuosity, 90% stenosis, a moderate acute angle, and an obtuse bifurcation angle. A contralateral crossover approach was used with a non-cordis sheath. The same non-cordis 8mm x 40mm balloon catheter used for post-dilation was initially used to dilate the lesion to 8mm prior to delivery of the smart control ses delivery system. The device was stored and prepped per the instructions for use (IFU). The smart control locking pin was in place during advancement toward the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to deployment. The handle of the smart control sds was held flat and straight outside the patient as instructed, and a fixed handle position was maintained during deployment. No unusual force was applied, the tantalum markers opened symmetrically, and the stent was not explanted after deployment. The device will not be returned for evaluation.